Manufacturer narrative:
According to the customer, on (B)(6) 2024 the foley began to "leak" despite deflating the balloon and reinflating with "saline". The customer reported after the catheter continued to leak they replaced the foley catheter. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the foley began to "leak" despite deflating the balloon and reinflating with "saline".